Event description:
This is filed to report gripper actuation issue. It was reported that on (B)(6)2022, a mitraclip procedure was performed for a mixed mitral regurgitation (mr) with a grade 4. The steerable guide catheter (sgc,(B)(4) ) had resistance when steering. The device was retracted from the patient and there was a bent noted at the tip of the sgc. A new sgc (B)(4)) was used but the device wouldn't' steer properly. The device was retracted out of the body and it was noted that the body of the guide was completely bent. A new sgc was used to proceed with the procedure. A clip delivery system (cds, 20118r213) was advanced to the mitral valve and placed. However, there was a gripper actuation issue. One gripper would come down to approximately 150 degrees but the other only came down to about 60 degrees. Troubleshooting was performed but was unsuccessful. The device was removed from the patient and the procedure was complete with no clips implanted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.